Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported on a user facility medwatch that the patient underwent an anterior lumber interbody fusion procedure at l4-l5. It was reported that during the removal of the pak needle from l4 due to sclerotic bone, the needle became divided. It was found that a piece approximately 1 ¾' long remained in the l4 pedicle. It was decided to leave the broken piece in the bone since it was interosseous rather than trying to remove it which may have resulted in potentially significant neurologic damage. The patient was discharged the following day in stable condition, ambulatory and was instructed to follow-up with the surgeon in 2 weeks. No additional complications were reported.